Event description:
It was reported that the infusion of vancomycin was stopped early for an unknown reason, resulting in an underinfusion of 33.2 percent. There was no patient injury reported.

Manufacturer narrative:
One infusion administration set was received for evaluation in relation to the reported event. The returned sample was received in decontaminated condition without its original packaging. Visual inspection of the device found no damage of the components, no contamination, no failure mode conditions were observed. Functional testing of the device was unable to confirm or replicate the reported event. The sample passed accuracy testing. Root cause was unable to be determined as the reported event was not confirmed. No DHR was able to be completed as there was no lot information provided.